Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the company sales representative that the atrial lead was replaced per a competitor sales representative. Follow up was done with the physician office and the physician's nurse noted that there is nothing in the patient's chart mentioning a replacement of any leads. No patient complications have been reported as a result of this event.